Event description:
On (B)(6) 2012 it was reported that on (B)(6) 2012 the pt was admitted to the hosp with ketoacidosis. Before arriving at the hosp the pt's blood glucose level was 420 mg/dl. She had a stomach ache, was vomiting, and fainted. She gave herself 4.0 units of insulin and her blood glucose level lowered to 390 mg/dl (it is not known how the insulin was administered). The pt administered another 2.0 units of insulin. When she arrived at the hosp her blood glucose level was 360 mg/dl. The pt had not noticed that her infusion set was completely disconnected, likely for hours before entering the hosp. The pt goes 2-3 days without checking her blood glucose levels. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.